Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit did not function as intended. Further, the unit displayed an e-2 error message and emitted a green light. It was further reported that there was no patient involvement and no adverse consequences were reported.